Event description:
It was reported that non-sustained rv oversensing due to paced-paced t-wave oversensing was observed on the cardiac resynchronization therapy defibrillator (crt-d). No programming changes made at this time. The patient was asymptomatic.